Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic). Subsequently, the lead triggered an additional alert due to low rv coil impedance values and out of range high pacing impedance values which was likely traced to the use a stimulation device for the patient's leg. The lead remains in use. No patient complications have been reported as a result of this event.